Event description:
It was reported that a patient experienced an incisional hernia coincident with peritoneal dialysis (pd) therapy. On the same day, pd therapy was discontinued and the patient was switched to hemodialysis. On the same day as onset, the patient was admitted to the hospital and required surgery to repair the hernia. The patient was discharged after four days. At the time of the report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the hernia. The device passed the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external visual inspection was performed and found no issues. There was no evidence of fluid or moisture found within the device. Review of the device service history revealed no issues that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.